Event description:
A healthcare facility in (B)(6) reported that thirty rt202 adult breathing circuits were "leaky right after the bolt". The complaint breathing circuits were leak tested prior to patient use.

Manufacturer narrative:
The complaint breathing circuits were returned to fisher & paykel healthcare's regional office and service center in (B)(4) and are currently en route to fisher & paykel healthcare (B)(4) for testing. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation. Device currently en route for evaluation

Event description:
A healthcare facility in (B)(6) reported that thirty rt202 adult breathing circuits were "leaky right after the bolt". The complaint breathing circuits were leak tested prior to patient use.

Manufacturer narrative:
(B)(4). Method: thirty rt202 inspiratory heated mask CPAP breathing circuits were returned to fisher & paykel healthcare ((B)(4)) for evaluation. A sample of three circuits were pressure tested to check for leaks. Results: all of the tested breathing circuits functioned properly during pressure testing. No leaks were found. Conclusion: the reported fault could not be replicated as the tested breathing circuits did not leak during pressure testing. The user instructions provided with the rt202 include the following statements: "check all connections are tight before use" and "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".